Event description:
The initial reporter questioned positive results for 1 patient sample tested for elecsys toxo igg (toxo igg) on a cobas e 801 analytical unit. On (B)(6) 2023 the patient had a toxo igg result from the e801 analyzer of < 1 iu/ml (negative). The toxo igm result was 0.22 coi (negative). On (B)(6) 2023 a new sample was obtained and the toxo igg result from the e801 analyzer was 20 iu/ml (positive). The toxo igm result was 0.24 coi (negative). Due to the difference between the 2 samples for toxo igg, both samples were repeated and the results from each sample were reproducible: the toxo igg result from the sample obtained on (B)(6) 2023 was negative. The toxo igg result from the sample obtained on (B)(6) 2023 was 20 iu/ml (positive). The questionable results were reported outside of the laboratory. Due to suspicions of a recent infection, the doctor requested repeat testing. The sample was sent to an external laboratory where the toxo igg result from the roche method was 19.44 iu/ml (positive). The toxoplasma igg avidity result was high. As the avidity result did not correspond to a recent infection, the sample from (B)(6) 2023 was sent to a reference laboratory: the toxoplasmosis igg result from the enzyme linked fluorescent assay (elfa) was negative. The toxoplasmosis igg result from the enzyme-linked immunosorbent assay (elisa) was negative. The customer suspects an interference for the sample obtained on (B)(6) 2023. The e801 module serial number was (B)(6).

Manufacturer narrative:
The sample was requested for investigation, but was not available. Calibration signals from (B)(6) 2023 were within specified ranges. Quality controls recovered within expected ranges. The investigation could not identify a product problem. The cause of the event could not be determined.